Event description:
A customer contacted beckman coulter inc. (Bec) to report calcium and chloride failed calibration and the drip tray above the ion-selective electrode (ise) bulk reagents was full. The customer also noticed small amount of fluid had leaked. No injury or exposure to the fluid was reported. The customer was wearing ppe when the leak was discovered and cleaned. The ise module was disabled to stop the leak.

Manufacturer narrative:
On (B)(4) 2011 a bec field service engineer (fse) noted the ise drain filling without drainage. Fse cleared a fibrin clot from the ise waste valve. Fse calibrated the ise and ran qc; qc result were acceptable. This issue has been resolved.